Event description:
A peritoneal dialysis pt reported he was getting an alarm. When he took cassette out of the machine he noticed it was wet inside the cassette door housing. There is no report of pt ill effect. The sample is available for evaluation.

Manufacturer narrative:
The manufacturing facility received companion samples for evaluation and the following are the results of the analysis: sample analysis: a visual inspection of the sample was performed and no defects were found. A functional test was then performed in order to find any leaks. No leaks or alarms were found during the simulated treatment. The complaint is deemed as unconfirmed. No further investigation is required. Event data will be trended per quality data analysis procedure.